Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The unit cultured as part of the heater cooler investigation. The customer did not respond to attempts to attain more information regarding the complaint.

Event description:
Customer reported that the heater cooler cultured as part of the heater cooler investigation.